Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during clinical procedure, it was observed that other implant was spinning at the time of insertion. Larger implant was placed. There was no primary stability.